Manufacturer narrative:
As reported, the atraumatic tip of the 6f-7f mynxgrip vascular closure device (vcd) could not be inserted into the sheath due to resistance. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant and advancer tube were found inside the shuttle cartridge. The procedural sheath was retracted to the shuttle handle. The catheter was inspected for anomalies. No anomalies were observed. The condition of the returned device does not match the description. Multiple attempts were made to korea without success to obtain additional information. The device was inserted into the procedural sheath as received. Shuttle movement was checked and no resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1828303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since it was received inserted into the procedural sheath and no anomalies were noted. Since the condition of the returned device did not match the reported event, the root cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information provided and the product analysis, it is not possible to determine what factors may have contributed to inability to advance in sheath since there were no damages noted to the atraumatic tip and the device was received already inserted. However, if the user originally had difficulty inserting the device into the sheath, access site vessel characteristics (although not provided) and/or the condition of the sheath (which was not returned) may have contributed to the issue experienced. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1828303 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the atraumatic tip of the 6 f-7 f mynxgrip vascular closure device (vcd) could not be inserted into the sheath due to resistance. There was no reported patient injury.